Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the leak was reported to be due to a loose connection between a line and the solution bag, but because the device was not received for evaluation, the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the connection between the cassette line and the bag was loose resulting in a leak. The technical service representative (tsr) advised the patient to start over with new supplies. During follow up with the patient, there was nothing noted with the supplies that would have contributed to the issue. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.